Event description:
A medwatch form was received from the user facility after the original submission for this event was made to the agency. The medwatch form received states: cassette on omniflow pump set up improperly by MFR. Collection bag and pt lines in reverse positions. Pump running at "keep vein open" rate pumped into the collection bag until bag ruptured. No pt injury.